Event description:
It was reported that the zimmer electric dermatome was running with little or no power and then appeared to seize. Add'l f/u with the reporter indicated that an alternate device was obtained from another facility to complete the procedure. It was reported that surgical time was increased by an undetermined amount. However, there was no harm, add'l graft harvest, or medical intervention reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 13 years old and was last returned to the MFR for repair on (B)(4) 2012. Eval of the device found that the motor ran inconsistently and the master blade was not flush. Prior to repair, the device was outside calibration specs at the zero thickness setting on the left and right side and the side to side calibration specs. It was also observed that the 1" and 2" width plates were damaged and there was corrosion on the outside of the motor casing. The power supply, serial number (B)(4), had no issues and functioned normally. Improper handling most likely caused the problems within the dermatome's motor and lack of calibration. No info was obtained regarding customer's sterilization practices. However, improper sterilization most likely caused the corrosion on the motor. The device was serviced and returned to the customer.